Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Reportedly, the customer forgot to reconnect her pump after showering. Customer delivered a correction bolus to treat elevated bg levels. Customer was advised to ensure that pump tubing is reconnected following a shower and to consult their health care provider regarding diabetes management.